Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional/follow up information received indicated the patient contacted and/or was seen by a healthcare professional. No interven intervention/action was performed. The ra lead and ipg remain in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) triggered a false lead warning for low impedance, yet impedance did not go below 200 ohms on the atrial lead. The ipg false alert is a known issue that is resolved with device re-programmed settings. The ipg remains in use. It was also reported that a right atrial (ra) lead alert triggered for atrial lead position check failed. No additional information was provided, and the ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: removed/blank, FDA result(s) code. If information is provided in the future, a supplemental report will be issued.